Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the patient contacted animas and reported a blood glucose (bg) of 33 mg/dl on (B)(6) 2016 with symptoms of sweating, heart pounding, headache, etc. Patient was taken to the hospital and admitted for 1 day. Treatment included IV fluids and IV glucose. Troubleshooting found that the time and date reset to default when the battery was removed from the pump for less than 24 hours. There was no indication that the product caused or contributed to an adverse event. . Further troubleshooting determined the time of pump was off by 12 hours due to a time/date reset issues and that patient's basal rates are significantly different during the day and at night. Customer support assisted patient in correctly setting date/time as they were confused on how to change pm/am. The time/date issue is not reported as this issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The complaint is being reported as the patient experienced hypoglycemia due to use error with the time/date.